Event description:
Medtronic received information that an edwards magna ease was involved in a patient cardiovascular death. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).